Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) screen will not load. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had discovered that the unit was in constant loading screen for both service mode and start up mode. The fse was also not able to upload the b-17 without any success. After that the fse had further replaced the "d670-00-1164"- pcb, front end, rohs , "d670-00-0770"- pcba, exec processor and installed the b17 software, with full calibration. The unit had passed all the functional and safety test per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a